Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date; and a barbed suture was used. During the procedure, the suture pulled through as the fixation tab was observed to be missing while closing the knee capsule. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.